Event description:
Same case as manufacturer report #: 2134265-2010-02552. It was reported that approximately six to nine months post a stenting treatment procedure, a restenosis occurred. The 95% in-stent restenosis was located in the non-calcified and mildly tortuous subclavian artery. The physician pre-dilated the lesion with a 4.0 x 40mm apex balloon catheter at 8 atms which reduced the stenosis to 75%. Next, the 7mm x 2mm cutting balloon was advanced and inflated three times to 8 atms. As the physician attempted to withdrawal the cutting balloon through the 8f sheath, it was noted that the balloon was winged, and could not be removed. The physician advanced an .035 guidewire though the sheath and up to the left subclavian. Next, the physician put the sheath in the cutting balloon and removed both devices over the .035 guidewire. The physician completed the procedure by deploying two express stents, a 7mm x 57mm and a 7mm x 27mm. No patient complications were reported and the patient's status was noted as "fine".

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. If implanted, (B)(6) 2009.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)